Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had replace battery alarm. The customer they did not receive a low battery alert prior to replace battery low alarm. Customer stated that this was the second occurrence of replace battery alarm no harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.